Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that a cardiac perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Three recaptures of the closure device were required to achieve optimal position in the laa and a perforation occurred in the distal wall of the laa. After the third deployment, angiogram identified a pericardial effusion. The patient become hypotensive and a pericardiocentesis was performed. The patient was transferred to the operating room where the closure device was surgically explanted and the laa was clipped. Following surgery the patient was physically stable but neurologically unresponsive. Two days post index procedure the patient expired. It was further reported the patient official cause of death was anoxic brain injury.

Event description:
It was reported that a cardiac perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Three recaptures of the closure device were required to achieve optimal position in the laa and a perforation occurred in the distal wall of the laa. After the third deployment, angiogram identified a pericardial effusion. The patient become hypotensive and a pericardiocentesis was performed. The patient was transferred to the operating room where the closure device was surgically explanted and the laa was clipped. Following surgery the patient was physically stable but neurologically unresponsive. Two days post index procedure the patient expired.